Event description:
Caregiver has been accessing port x 9 months without problems. She uses the power loc max 22 gauge 3/4 inch long. With lot # d128327, she was not able to withdraw blood. Pt had to be reaccessed several times with this lot #. Once she changed the lot number, it was fine. There are 10 unused samples that the bard rep will pick up today. Dates of use: (B)(6) 2012. Port access for factor.